Event description:
It was reported that syringe 5ml ll 22ga 1-1/4in mx bun had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: unfortunately, today my wife is sick and I have to inject her daily, and based on that, I detected a problem in the needle of your product. Basically I observe that in the ¿union¿ of the needle and the plastic it has a kind of ¿white silicone¿ that stands out and hurts the patient. It is not the first syringe that has this problem, I have seen several, some more, some less ... In truth, I had never seen this in any syringe, of your brand or others.

Manufacturer narrative:
H.6 investigation summary: samples and photos received for investigation. Samples were analyzed for condition of the cannula surface and epoxy stains, upon evaluation, no defects observed. The surface of the cannula was free of notches, burrs, cracks, fractures, corrosion and scratched, also, there were no epoxy spots on its surface. During the documentary review, no attributable problem was found for the defect reported, the reported defect was not present, therefore there is no root cause or corrective actions. Moreover, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll 22ga 1-1/4in mx bun had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: unfortunately, today my wife is sick and I have to inject her daily, and based on that, I detected a problem in the needle of your product. Basically I observe that in the ¿union¿ of the needle and the plastic it has a kind of ¿white silicone¿ that stands out and hurts the patient. It is not the first syringe that has this problem, I have seen several, some more, some less ... In truth, I had never seen this in any syringe, of your brand or others.